Manufacturer narrative:
Final follow-up information: this MDR is connected to mdr2022180-2017-00003 and mdr2022180-2017-00004, as three employees exhibited symptoms at the same laboratory. Root cause investigation: this complaint is the first complaint received regarding allergic reaction for 123,080 k8005 envision flex target retrieval solution, low ph (trs) kits sold since 2013. The trs device was retrieved from the customer. There was not sufficient volume to test the ph of the undiluted return. The diluted return tested within specification. The dako retainer tested within specification, both undiluted and diluted. None of the agilent laboratory personnel experienced any allergic reactions during testing. There were no remarks on the lot during production. Trs contains one substance classified as a sensitizer: 5-bromo-5nitro-1,3-dioxane (bronidox) (skin sens 1b). The content of bronidox does not trigger the classification as skin sensitizer. Due to that our safety data sheet, IFU, and label does not contain ghs label data related to the sensitizing properties. (Us ghs classification as sensitizer us osha hazard communication 29cfr1910.1200 app a table a.4.5). Two agilent employees visited the site and inspected procedures related to the pt link and pt link instrument itself. No observations were made on procedures and the instrument works according to its specifications. The production site was scrutinized. No evidence was found of cross contamination of other substances that might cause an allergic or irritant reaction. The reported "allergic reaction" that la experienced may have been a type I reaction (urticaria) or mild irritation reaction due to the rapid onset and resolution of symptoms. The diagnosis of urticaria may be more likely based on the medical diagnosis of the reported "allergic reaction", although testing so far for allergens is negative. The connection to the pt link or the trs solution is weak, given the lack of direct contact with any solution or concentrated fumes of any substance used on the pt link, and the lack of any contaminating substance that could trigger such a reaction in low concentrations. La showed a temporal relationship with the operation of the pt link and her symptoms, but as la reported that she was not in the room, it is less likely she had an irritant reaction to anything the pt link was using, including the bronidox due to lack of contact with concentrated fumes or solutions. The reaction also could not be a contact allergic dermatitis because of the time course and lack of contact. The reaction could have been a type I reaction due to the time course and clinical appearance, but it is less likely that the bronidox in the trs solution caused this reaction as the reactions reported to occur are irritant or allergic contact dermatitis and it is not known as a common cause of type I reactions. In MDR 2022180-2017-00003 and MDR 2022180-2017-00004 the connection to the pt link or the trs solution is weaker. Conclusion: agilent concluded that it is possible that la could have developed an idiosyncratic reaction to low levels of this ingredient (or other ingredients) in fumes from the pt link, however, it cannot be concluded that the 5-bromo-5-nitro-1,3-dioxane an ingredient in trs to be the cause of this issue without specific allergic testing for this compound. Because this type of reaction has not been reported for this compound and agilent has not seen this reaction previously in 123,080 trs kits sold, it is considered remote that a reaction to the diluted fumes from the pt link would reoccur. Even if this did occur again, the reactions seen here resolved quickly with minor medical intervention, so the risk of serious harm is remote. This investigation is closed.

Event description:
Please see additional manufacturer narrative section.

Event description:
The customer reported an incident to dako on the (B)(6) 2017. Three female laboratory employees (initials (B)(6) and unknown) were reported to have allergic reactions to the product envision flex target retrieval solution, low ph (50x) (link), code no k8005. The product k8005 is a vial in the sk00621-2 kit, lot 10121768, exp. Date 2017-10-31. It was reported that the reactions varied in intensity and consisted of erythema, burning/stinging/itching feeling, red spots and/or blisters on cheeks and neck. (B)(6) exhibited symptoms on (B)(6) 2017; (B)(6) was the only person to exhibit the more major symptoms. According to the information received by dako, (B)(6) experienced symptoms on (B)(6) 2017 and no other times could be recalled. Deparaffinization, rehydration and target retrieval of the tissue slides was performed in the pt link instrument using k8005 on the dates of (B)(6) 2017. None of the three persons ((B)(6) and unknown) who had the reactions were trained to use product k8005 or the pt link instrument. (B)(6) worked partly in the same room as the pt link was situated the (B)(6) 2017. Apart from this the three affected persons were not in the room on the dates set forth above. Other personnel at the site were trained on the use of the product and instrument by an application specialist on the dates of (B)(6) 2017. The five trained employees have not reported any reactions. On (B)(6) 2017, (B)(6) worked in another laboratory down the corridor. The customer prepared the k8005 solution in the pt link as trained and the run was started. When half of the heating incubation time at 97 °c had passed, (B)(6) came to the lab (the door to the corridor closed) and told the customer that she felt the allergic reaction again and would go home. On (B)(6) 2017 a closed vial of k8005 in a sealed bag was placed next to (B)(6) computer. On (B)(6) 2017, (B)(6) was working on the same floor where the pt link instrument had been moved within the laboratory; (B)(6) was working in the room next to the laboratory where the k8005 was being used, both experienced symptoms. The symptoms resolved when (B)(6) left the building. (B)(6) was treated with cortisone (betapred - betametasonnatriumfosfat 0,5 mg tablets), administered start and end date (B)(6) 2017. Mg treated herself with an antihistamine, deslortadine teva tablets (5mg), on (B)(6) 2017, as she experiences hives now and then. Root cause is being investigated.